Event description:
Pt noted to be desaturating during resuscitation. Reservoir bag disconnected. Staff noticed reservoir bag was disconnected and wasn't filling up with o2 during resuscitation efforts. Rt reconnected and pt was resuscitated. Resulted in delay of delivery of o2 to pt during resuscitation. After returning on vent, pt pinked up. Education to staff of the new ambu bags.